Manufacturer narrative:
Device evaluated- normal battery depletion.

Event description:
Product analysis complete.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported an end of service (eos). They reported that the patient indicated an eos was seen on the patient programmer on (B)(6) 2016. An elective replacement indicator (eri) was seen on (B)(6) 2016. It was unknown if the patient had seen an eri message prior to (B)(6). There was an allegation or dissatisfaction with implantable neurostimulator (ins) longevity, being 3 days short. No symptoms were reported. Relevant medical history includes occipital neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.